Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt was admitted for a percutaneous lead infection. Additional info provided states that the infection has not cleared and the pt is continuing on with antibiotics.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.